Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. (B)(6). Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stent was found to be fractured and torqued 2 months after implantation. Balloon dilatation was performed and another stent was placed in this area for treatment. Reportedly, the stent was placed for treatment of an aso of the left low limb via left brachial artery anterograde puncture. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was returned. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. Stent fracture and stent twisting may be related to each other and both may occur as a consequence of the same root cause. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- and/or post-dilation, highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement and subsequent stent fracture. A twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to a twisting of a stent in this region. In this case, the vessel was not tortuous and pre-dilation had been performed. No difficulties were encountered during tracking of the system to the lesion site, however, access was gained over the brachial artery and it is unknown whether the stent was post-dilated. Based on the information available and as no images were provided, a definite root cause for the reported event could not be identified. The IFU supplied with this device sufficiently describes the correct stent deployment procedure. Also the IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." Furthermore, the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended.

Event description:
It was reported that two months post implantation of the vascular stent for treatment of aso of the left lower limb (90 % stenosis) via antegrade access through the left brachial artery, an angiogram showed the stent to be fractured and torqued. The torqued and fractured area was dilated and an additional stent was placed inside this segment. There was no reported patient injury.